Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1610c93ej, serial/lot #: (B)(6) , ubd: 07-mar-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant aui stent graft was system was implanted during the endovascular treatment of an 46mm abdominal aortic aneurysm . During the index procedure, the left. Iia and ima were embolized. It was reported during the index procedure, the aui was selected due to the patient's anatomical conditions. An additional etlw1610c93ej was placed in accordance with standard procedures. A non medtronic graft limb was implanted in the eia. Touch-up was then performed. Contrast CT was then performed and an endoleak was observed at an early stage. Touch-up was performed again and another contrast study was completed. There were almost no changes in the amount of endoleak, so sheath imaging was performed from the periphery. A type iiia endoleak was diagnosed because a large amount of the endoleak (it wasn't a blur like a type IV) occurred before it exceeded the proximal end of the main body. A 16 mm x 9.5 cm non medtronic limb was added so that it exceeded the junction of the aui-endurant leg and the endoleak disappeared. It was noted that 2 further consecutive cases of a type iiia endoleak have probably occurred. Per the physician the cause the type iiia endoleak was not specified. No additional clinical sequalae were provided and the patient is fine.